Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 25 and 36 hours. The mother reported the infusion site to have purulent drainage, a lump and redness. Prior to removing the pod, the patient's blood glucose (bg) levels rose to 20 mmol/l (360 mg/dl). The mother placed a new pod to treat high bg levels. The patient saw a doctor and was prescribed antibiotics to take for 5 days. After 4 days, the infected area was not improving so the patient was taken to the emergency room and was prescribed another round of the same antibiotics to take for another 5 days. The mother could not recall the name of the antibiotics. The pod has been discarded.